Event description:
Caller reported damage to the pump housing and usb port, affecting the ability to charge the pump, although the pump had not shut down due to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.